Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: the reason for call was patient reported that it used to take about 30 minutes to charge their implant and now it takes an hour and 20 minutes. Patient said that the issue has been going on for weeks at least this long and has been getting a little bit longer over a period of time. Agent asked if patient has had any adjustments made to their stimulation and patient said no. Patient also mentioned that they had an abbott urinary stimulator put on and that lasted for a week and that timing is about the same as when the (B)(6) device started taking longer to charge. Patient confirmed that they are able to connect and charge like normal and it's just taking a while. Agent advised patient to monitor charging and to have healthcare provider check recharging logs to see how coupling is when patient is charging. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).